Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported bent delivery catheter (dc) shaft was confirmed via returned product analysis. The reported difficult to position the clip delivery system (cds) could not be confirmed. The reported clip caught in chordae could not be replicated in the testing environment, as it was based on procedural conditions. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar bend, difficult to position, or difficult to remove incidents reported for this lot. Potential causes for dc shaft bends resulting in difficulty positioning and difficult to remove the cds from anatomy can include, but are not limited to, user technique/procedural conditions (excessive tension on the device during the procedure), manufacturing anomalies, or patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or unintended curves on the device during advancement, or excessive curves applied to the device by the user. It is likely that a combination of clip getting caught in chordae, requiring increased forces to remove the clip from the chordae, during the procedure caused a bend in the mandrel, resulting in dc shaft bend. The bend in the dc shaft then likely led to difficulty positioning the cds (sleeve steering issue). Therefore, based on the information reviewed, the reported dc shaft bend, sleeve steering issue, the observed bent mandrel and clip in chordae appear to be related to procedural conditions/user technique and not a product quality deficiency.

Event description:
This report is being filed for difficulty removing the clip delivery system from the chordae, which has potential of chordal injury. It was reported that during the procedure to treat functional mitral regurgitation grade 3-4, after steering down into the left ventricle, the mitraclip delivery system (cds) an attempt was made to grasp the mitral valve leaflets. During the grasping maneuver, it was noticed that the clip had an interaction with the chords of the left ventricle. At this time, a bend was noted on the delivery catheter shaft. The clip was retracted back into the left atrium using a lot of force as there was difficulty removing the clip from the chords. There was no damage of the chords. Then the clip was to be reoriented in the left atrium. The cds was then noted to be steering medial in the left atrium, visible on the echocardiogram and fluoroscopy. The cds was replaced. No tissue was noted on the clip and no damage was noted on the cds besides the bent shaft. Three clips were implanted reducing the mr from 3-4 down to less than 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.